Event description:
Site reported problems with the super dimension system during registration and navigation in a case. The case was cancelled and patient was under general anesthesia. There was no report of patient injury, death or other serious adverse event.

Manufacturer narrative:
To date, a component of the superdimension inreach system has not yet been returned for evaluation. In an abundance of caution superdimension is filing this MDR because of the additional risk associated with multiple exposures to general anesthesia.